Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced elevated blood glucose readings after a supply change while using the ilet system, received troubleshooting and education including instruction to perform a full supply change, and later reported discontinuing pump use pending discussion with their healthcare provider. Symptoms included hyperglycemia. Outcomes included no hospitalization and blood glucose returning to range after the event. Investigation included remote troubleshooting and follow-up to confirm glucose trend resolution. Investigation of this case revealed an unclear cause of hyperglycemia with no confirmed device or component malfunction identified based on available information. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.